Event description:
It was reported that during iol injection, the haptic got stuck on the plunger and broke. The incision was enlarged to remove the lens and another lens was implanted. Pt's current prognosis is 20/20 vision. This report references the pt's left eye. Ref MDR# 1119279-2014-00326 for the lens involved in the event. Ref MDR# 1119279-2014-00327 for the inserter cartridge involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.